Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to usage stress, external factors, or handling, or parts mounted on the electrical board (ic chip, capacitor) may be damaged. The event can be detected by following the instructions for use (IFU) sections which state: the inspection method for this event is described in the instruction manual (operation edition) "chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment" as follows. [Inspection of endoscopic images] check whether the normal light observation image and nbi observation image appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer reported issue was confirmed. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope has a sandstorm appear on the screen. The issue was found during inspection for use. The therapeutic procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the defective phenomenon could not be reproduced and any abnormalities in the product that could cause the investigation event (trauma due to bumping, internal flooding, etc.) Could not be confirmed, the cause could not be identified. Although it is speculative, it is possible that the defect event occurred temporarily due to the following factors: 1) the contact was temporarily defective due to the connection of the video connector with foreign matter or dirt adhering to the contact area of the video connector or the contact area on the center side of the video system. 2) a sudden overcurrent occurred on the circuit of the board in the scope, causing the operation to become temporarily unstable. The over-current was caused by the insertion and removal of the video connector while the system power was on, leakage current from other equipment and electrical wiring, and the adhesion of dust and moisture to the video system center and the video connector electrical contacts. Olympus will continue to monitor field performance for this device.